Event description:
The customer reported that the thumbnail views in the image directory did not match the corresponding pt image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.